Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parathyroidectomy, vocalis 2 after coming off of electrode off ( electrocautery) vocalis 2 is not able to come out of a red x function even though it was working through 3/4 of the case. Adjusted the tube moved it 180, reseated the cords, turned the system on and off, taped the right side( red side to the throat)-no res. Switched channel 1 and 2- no resolution. The channel 2 was not passing electrode check mid-procedure, so it was working fine until later on in case when the pi box fell off thebed rail to the floor. Nim et tube placement was adjusted, electrode cables reseated in pi box, system reboot, channel 1 <(>&<)> channel 2 electrode cable connections switched, no resolution was achieved. The procedure was extended up to less than 1 hour. There was no patient impact in this event.

Manufacturer narrative:
Previous code d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.